Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that an error occurred multiple times, preventing the activation of monopolar energy with the e-200. The tse could not find any error logs related to the problem. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-200 visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The unit passed fixture testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The customer restarted the e-200 or reconnect the cable. The procedure was completed using the same esu/generator. There was no patient injury. There was no patient demographic information. Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.